Event description:
(B)(4). Initial info was reported by physician to a sales rep and add'l info received from a nurse on 6/23/09: a pt who received injectable poly-l-lactic acid (sculptra) (lot # and exp date unk) experienced a lump under skin (dose, date and indication unk). No further relevant info reported.

Manufacturer narrative:
Add'l info for sculptra (lot # and exp date -not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.